Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.